Manufacturer narrative:
Based on the claim against the product by the customer noting harmonic ace tip falling into the patient, an investigation is in progress to determine the cause of this reported event. The tip was retrieved during the same procedure. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, one of the tips of harmonic ace instrument fell off. The tip was retrieved in the same procedure with no patient harm. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected before the procedure with no issues. The surgeon was dissecting tissue and coagulating when the reported issue occurred. The instrument had been used 3 hours when the issue occurred. The instrument did not collide with any other instruments and the surgeon did not notice any functionality issues before the reported issue. The instrument had been removed before to be cleaned with no problems noted. The fragment was removed with a laparoscopic grasper. There was only 1 piece that fell into the patient and one was recovered. There was no patient impact.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed the reported complaint was replicated/confirmed. The instrument was found to have a blade broken. The blade broke at roughly 0.185¿ from the base and the broken piece was returned.

Event description:
Refer to h10/h11 for follow-up information.